Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a cleo 90 infusion set cannula broke off at the injector and remained under the patient's skin. The patient was unable to remove the cannula. No permanent injury was reported. See MFR: 3012307300-2016-00196 and 3012307300-2016-00197.